Event description:
Event: blood loss. Case details: the patient was reported to have tortuous and calcific vasculature. A blood transfusion was required to replace an estimated 1500cc blood loss. The blood loss was attributed to the use of an additional wire through the sheath valve, thus preventing adequate closure, as well as a retroperitoneal incision made to access and manually straighten an iliac artery.